Event description:
(B)(4). Burning sensation in my ovaries. Heavy menstruation. Weight gain. Bloating. Painful intercourse just recently started also with bleeding accruing. Headaches. Anxiety. Cramps. Mood swings.